Manufacturer narrative:
The tech inspected the bed and could not duplicate the alleged malfunction. All bed functions were working correctly.

Event description:
Info received indicates the head of the bed cannot be raised.